Manufacturer narrative:
This report is submitted august 10, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection and experienced extrusion of the receiver/stimulator resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It is now reported that the patient was administered antibiotics.